Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that a leak at the 3-way crane on the blood sampling line occurred. The customer reported that the male-luer lock was not mounted correctly on the female-luer lock in the 3-way crane. It was reported that this has occurred multiple times (exact number of occurrences and individual dates unknown) and is usually detected during priming. There was no patient impact associated with this event.

Manufacturer narrative:
Conclusion: the complaint is confirmed for a male luer connector not properly connected. The provided pictures confirmed that the male luer connector was not properly connected as the device was not returned for analysis. There is a potential that the pre-connections between the male connector and the stopcock where not made properly and tightening did not prevent the leakage. B5 correction: the amount of blood loss as a result of the leak was asked but it was reported as unknown. The customer stated that it is unknown if a transfusion was required because of the leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.